Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 33 mm sjm epic valve was implanted. On (B)(6) 2016, the patient presented to the hospital complaining of chest pain and shortness of breath. A tee performed on (B)(6) 2016 noted a cusp of the valve was torn which led to severe mitral regurgitation and acute systolic heart failure. On (B)(6) 2016, a valve-in-valve procedure was performed where a 29 mm edwards sapien xt valve was inserted within the epic valve. The patient is reported to be stable.